Manufacturer narrative:
Although no sample was returned for evaluation and no pictures were provided to complete the investigation, the complaint is being confirmed as user-related. Based on the reported event. The lot number is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "preparation of patient: the preferred patient position for catheter insertion is the left lateral knee-chest position, although the patients clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion may occur at the discretion of the healthcare professional. Insertion of device: unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. Insert the inflation cuff using a four-step process: as previously stated in step 1, preparation of sms prior to insertion, ensure the retention cuff is completely deflated.(figure 4a) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle (figure 4b), in order to create a conical shape with a leading edge for easy insertion. (Figure 4c) generously coat the patients anus with lubricating jelly. Gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. (Figure 4d and figure 4e).visually inspect the product for any imperfections or surface deterioration prior to use. Figure 4 (a-c) folding the retention cuff: fold the top right point of the cuff down and to the left in a 45 degree angle, using the left point as a vertex in order to create a conical shape with a leading edge for easy insertion. Figure 4 (d-e) inserting the device: grasp the catheter and gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Figure 5 cuff inflation: inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Position indicator line pilot balloon. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. (Figure 6). Position the length of the flexible drainage tube along the patients leg, avoiding kinks, obstruction and tension. " take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patients anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patients rectum. This may indicate the need for the cuff or drainage tube to be repositioned. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patients rectum)" (B)(4). Correction = initial reporter also sent report to FDA? The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dignishield had inappropriate medication administration into the balloon of 300 ml of lactulose, as a result the patient experienced rectal bleeding and rectal perforation. The registered nurse began administration of lactulose through the irrigation port of the device, but stopped for a stat portable chest x-ray to be performed. The rn resumed the medication administration, but mistakenly instilled approximately 200 to 250 ml in the balloon/cuff port of the tube. The patient allegedly complained of abdominal pain. The CT revealed a rectal perforation, which required additional surgery.

Manufacturer narrative:
Although no sample was returned for evaluation and no pictures were provided to complete the investigation, the complaint is being confirmed as user-related. Based on the reported event. The lot number is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "preparation of patient: the preferred patient position for catheter insertion is the left lateral knee-chest position, although the patient¿s clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion may occur at the discretion of the healthcare professional. Insertion of device: unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. Insert the inflation cuff using a four-step process: as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. Holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. Generously coat the patient¿s anus with lubricating jelly. Gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Visually inspect the product for any imperfections or surface deterioration prior to use. Folding the retention cuff: fold the top right point of the cuff down and to the left in a 45 degree angle, using the left point as a vertex in order to create a conical shape with a leading edge for easy insertion. Inserting the device: grasp the catheter and gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Cuff inflation: inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Position indicator line pilot balloon remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. Position the length of the flexible drainage tube along the patient¿s leg, avoiding kinks, obstruction and tension. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patient¿s rectum)" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dignishield had inappropriate medication administration into the balloon of 300ml of lactulose, as a result the patient experienced rectal bleeding and rectal perforation.